Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure the physician attempted to use resolute onyx stents when treating a lesion in a 1st diagonal lesion exhibiting 95% stenosis. There were 4 stent attempts with multiple wires prior to being able to implant onyx stents. Attempts were made with two resolute onyx stents and two non-mdt stents, with each stent attempted twice. Upon removal, it was noted that the first onyx stent had a strut that was lifted, so it was discarded. It appears to have taken 7 different wire attempts/combinations until a stent was able to then make the bend. It is reported that the stents failed to cross and were removed. The lesion was treated with other resolute onyx stents. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the devices were inspected prior to use. Resistance was encountered during the advancement and excessive force was used. Once the physician changed to a shorter length, the stent was able to be advanced. The account stated it was an angle issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: review of the procedural images confirm the presence of the lesion in the 1st diagonal as reported by the account. Multiple pre-dilations are performed prior to deployment of two stents in the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the two resolute onyx devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.